Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The account executive reported the customer had an issue with several high troponin t stat results that were reported outside the laboratory. The tech repeated the samples on another cobas e601 analyzer and the results were normal. The customer refused to provide specific data. One patient was scheduled for a cardiac cath procedure the next day, but due to the high result they rescheduled the patient for that day. The customer believed the patient was fine and had no adverse reaction to the cath procedure. It was the customer's understanding that none of the other patients were treated based on the initial incorrect results. No adverse event was reported. The reagent lot number was 15349101 with an expiration date of 6/30/2017. The field service representative could not find a cause. He ran performance testing which passed and determined the instrument was running as normal.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the data provided, an instrument issue was unlikely. A reagent or preanalytical issue could not be excluded.